Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the sheath was fully slit, the plunger and thumb advancer engaged and the vessel locator wings were open. Internal inspection found a pusher-to-garage block displacement that occurred while advancing the thumb advancer which would create resistance to the thumb advancer deployment and sheath splitting. However, thumb advancer deployment and sheath slit were complete, indicating additional force was applied. Although the clip-firing mechanism was activated, the pusher-to-garage block displacement prevented the pusher block from being fully deployed to fire the clip off the carrier tube as intended, resulting in a misalignment of the delivery tubeset with the clip being exposed on the carrier tube at the distal end of the device. Subsequently, because the pusher block did not deploy, it did not connect with a component of the distal end of the release rod, to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. During device removal, the clip was dragged off the carrier tube and caught in the open vessel locator wings. The failure to collapse the wings would result in difficult device removal; however, this was not reported. The vessel locator wings were observed to be open and bent, which is consistent with forcibly removing the device from the patient. As the thumb advancer was fully deployed and the vessel locator wings were open, there was no indication that the access ports on the device were utilized to facilitate device removal as described in the instructions for use. During testing, the returned device was cleaned, assembled and deployed successfully. Based on the investigation findings, the probable cause for the pusher-to-garage block displacement and subsequent failure to deploy the clip and collapse the wings is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A review of the finished product lot history record did not reveal any relevant manufacturing related non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated age (reported as in (B)(6)). Estimated date (reported as occurred week of (B)(6) 2011).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during advancing the thumb advancer. The clip was deplopyed; however, upon removing the starclose se device the clip was found in the distal end of the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.